Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was flipping in their body and that they could manipulate the ins themselves. The patient had significant weight loss and had plastic surgery because of the excess skin but it was noted that the ins had been moving for about 3 years. The issue had not been addressed because the surgeon was concerned with infection. The doctor will be moving the ins from the patient¿s abdomen to buttocks (¿bum¿). Follow up information received 4 days later reported that no device malfunctions were seen at the revision that took place on (B)(6) 2014. It was confirmed that the patient had underwent multiple abdominal surgeries and had lost weight. The ins was in the abdomen and the physician moved the device to the buttocks. Impedance measurements were reported as within normal limits. The patient was reported as receiving effective therapy in all their painful areas post-surgery. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37743 lot# serial# (B)(4), product type: programmer, patient. (B)(4).